Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Implant date: not applicable as lens was removed/ replaced in the initial surgery. Explant date: not applicable as lens was removed/ replaced in the initial surgery. (B)(4).

Event description:
It was reported that after inserting the intraocular lens (iol) into the patient¿s left eye, a crack was observed on the iol. The iol was removed and replaced within the same procedure. The incision was slightly enlarged approximately 5mm. One suture was used. There was no patient injury reported and the patient postop is 20/20+1. But he does not see as well as he wanted to up close. He¿s at j13. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the investigation results no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.